Manufacturer narrative:
A sample is available that has not yet been received by mfg for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tops and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional info has been requested. (B)(4).

Event description:
A customer reported that a knife was deemed to be dull during surgery. An alternate knife had to be obtained to complete the procedure. There was no impact to the pt. Additional info has been requested.